Event description:
The pt was reportedly implanted with an unspecified stratasis urethral sling system on (B)(6) 2011 by dr (B)(6) at (B)(6). The product was implanted in the pt to treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of the product being implanted in the pt, the pt was caused and/or in the future will be caused pain and injury.

Manufacturer narrative:
Product expire date unk as lot number not provided by the complainant. Product manufacture date unk as lot number not provided by the complainant. Ec conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding specific correlation between the unspecified stratasis urethral sling system's performance and the allege injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.